Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button were not working and it was unresponsive. Customer's blood glucose level was 118 mg/dl. Customer stated that the numbers was not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was in progress at the time the button was unresponsive. Customer reported that the battery cap was loose. Customer stated all buttons was not responding. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.